Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
61 year old male with history of coronary artery disease (cad) prior coronary artery bypass grafting (CABG), peripheral vascular disease (pvd) presented to outside hospital with non-st elevation myocardial infarction (nstemi) and pulseless electrical activity (pea) cardiac arrest. On 10/7 underwent placement of impella 5.5 via right axillary artery without incident. On 10/8 impella site swollen but stable (no mention of hematoma). On 10/9 patient underwent high-risk percutaneous coronary intervention (hrpci) with impella 5.5 support. On 10/11 patient extubated. On 10/12 patient reintubated. On 10/15 continued mechanical ventilation for pulmonary edema. On 10/16 patient extubated. On 10/21 impella 5.5 weaned and explanted without incident.

Manufacturer narrative:
Ppae(pulmonary edema/inflammation): the root cause of the injury was not determined due to insufficient clinical details.